Manufacturer narrative:
(B)(4). Physio-control was later advised by the customer that this device has been removed from service. The customer has not determined if, or when, the device will be repaired. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not boot up properly; the device would boot with a white display, which is indicative of a device lockup condition and beep repeatedly. The device also has a service indicator present. There was no patient use associated with the reported event.